Event description:
It was reported that intermittent audio output occurred. The patient reported they had continuous intermittent audio output that occurred since (B)(6) 2022; however, it was not until (B)(6) 2022 when they noticed this issue. The patient stated that sometimes she heard alerts and sometimes did not for a low threshold of 5.5 mmol/l on (B)(6) 2022. She felt dizzy and confused. She stated that she is very hypo-unaware and had a hypoglycemic event while at home and felt like she might have a seizure. She notified her partner who gave her glycogel. She recovered without any seizure activity having occurred and had no further issues after the event. She stated that her glucose level may have dropped to 4.1 mmol/l or lower but does not know how low it dropped. A review of performance data shows that the patient's always sound feature was enabled at the time of the event and her low alert was set to 5.6 mmol/l. At 6:58 am on (B)(6) 2022, the patient's egvs dropped below the low alert threshold and she received a visual low alert with an egv of 5.3 mmol/l. Five minutes later, the patient received a second low alert, this time at half volume, with an egv of 4.8 mmol/l. At 7:08 am, the patient received a third low alert at full volume with an egv of 4.8 mmol/l. The patient continued to receive low alerts at full volume every five minutes until 7:23 am, at which point the patient's egvs crossed back into stable range with an egv of 6.0 mmol/l. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.